Event description:
It was reported that there was a knee revision due to maintenance, primary was done out of the united states over 20 years ago. The original implant sheets and information is unavailable as done out of the united states.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown bushings. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.